Event description:
On (B) (6) 2010, the pt reported that he changed the insulin cartridge of his infusion device this morning. He stated he later measured his blood glucose and it was 178 mg/dl with his target range being 80-130 mg/dl. He said he then discovered that insulin had formed around the adapter and leaked into the cartridge chamber. During troubleshooting, he confirmed the luer lock was secured to the adapter and that there was no visible damage to the luer lock, adapter, or cartridge. The pt stated he will switch to his backup infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.